Event description:
Customer reported that pump did not have any audio tones. Self-test was performed and customer reported that the pump did not beep as expected.

Manufacturer narrative:
Analysis revealed the unit had passed seat, rewind, basic occlusion test and occlusion test. The unit has no audio tones during tone check on self test due to a broken negative transducer wire.